Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a lead could not be easily removed during an I mplantable neurostimulator (ins) replacement procedure. It was stated that the lead in the electrode 8-15 slot was easily removed as usual by loosening the setscrews; however, the lead in the electrode 0-7 slot could not be removed despite loosening the setscrews and applying a slow, strong force. The setscrews were removed in an effort to troubleshoot the issue, but the lead still would not come out. A slow, strong force was applied and the lead finally came out. It was stated that the ins was in an overdischarged stated at the time of removal and that the hcp involved with the event had elected to replace the ins with a new model and had not attempted to recover the ins from overdischage. It was noted that the ins was found to have ¿discoloration of the connector region (fluid contamination)¿ during explant.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# unknown. Product type: lead. H3: the ins, model# 97714 serial# (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found no significant anomaly. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after two passive mode recharge and a full physician mode recharge. The device experienced one overdischarge. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2020. And the battery was charged to 4.005 volts. On (B)(6) 2020, the battery had depleted to the "lock" mode (3.575 volts). Subsequently, the battery depleted to an overdischarged state prior to being received for analysis, and the device experienced one overdischarge. It was also noted that the maximum force of inserting and withdrawing a mated lead into the ins connector receptacle bore was recorded. The acceptable specification measured was observed from both the injection and withdrawal of the ins connector receptacle bores. Analysis identified that the ins was functioning within specifications but had reduced capacity due to one overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.